Event description:
Dc adapter was allegedly plugged into car, it allegedly smelled hot and allegedly melted. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model tpo140 serial number/date code (B)(4) is approximately 1 year and 7 months old. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.